Manufacturer narrative:
Pen returned. Tests dose of 28u, 10.5u, and 6.5u were dialed. Doses 23.5u, 10.5u and 5.0u were logged. Same values of trial doses were attempted a second time and 27.5u, 10.5u and 6.0u were logged. Same values of trial doses were attempted a third time and 28.0u, 9.5u and 5.0u were logged. The customer complaint of dose log inaccuracies was confirmed. An internal inspection of the pen was performed and a bent encoder contact was found. Photos are provided in the complaint record. The customer complaint of dose log inaccuracies was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pen returned. Tests dose of 28u, 10.5u, and 6.5u were dialed. Doses 23.5u, 10.5u and 5.0u were logged. Same values of trial doses were attempted a second time and 27.5u, 10.5u and 6.0u were logged. Same values of trial doses were attempted a third time and 28.0u, 9.5u and 5.0u were logged. The customer complaint of dose log inaccuracies was confirmed. An internal inspection of the pen was performed and a bent encoder contact was found. Photos are provided in the complaint record. The customer complaint of dose log inaccuracies was confirmed.

Event description:
Customer reported via phone call that their insulin pen was always recording half units less than what the customer injected. Customer's blood glucose was unknown. No harm requiring medical intervention was reported. The insulin was returned for analysis.